Event description:
It was reported that a paramedic called the left ventricular assist device (lvad) coordinator at 06:30 on the morning of (B)(6) 2026 as the patient was found unresponsive in their house with pupils dilated and fixed, and with asystole. The paramedic had been there for an hour and wanted to know how to disconnect the lvad. They first changed batteries due to batteries depleted. Alarm history showed the system controller had reset to factory time. Coordinator walked the paramedic through shutting down the controller. The patient was pronounced deceased at the home with family present. The cause of death was not confirmed. No log files would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was unknown if the patient¿s outcome was considered to be device or therapy related. The device was not returned for evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2026 through (B)(6) 2026 and the default timestamp of (B)(6) 2000. A low power advisory alarm was captured on (B)(6) 2026 due to the 14-volt battery power depleting below the advisory threshold. This alarm escalated to a low power hazard alarm on (B)(6) 2026, and then a no external power alarm on (B)(6) 2026 due to the 14 volt batteries becoming fully depleted. The system was then powered by the system controller backup battery until the backup battery fully depleted, resulting in a pump stop. The system controller was reset on the default timestamp of (B)(6) 2000 at 0:00:00 when power was restored and the pump ramped up to the fixed speed without issue. The exact duration of the pump stop could not be determined as the controller clock was corrupt upon the restoration of power. Intermittent controller internal fault alarms, associated with vs_b_low and vs_a_low fault flags, were captured on (B)(6) 2026, consistent with the no external power alarms. A few minutes later, lvad off, driveline disconnect, and no external power alarms were captured. The system was shut down shortly after at 00:05:08 on (B)(6) 2000. This is consistent with the reported paramedic shutting down the system controller. No other notable events or alarms were captured. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that a log file review showed that low power advisories was captured on (B)(6) 2026 at 1:54:23. Low power hazards occurred on (B)(6) 2026 at 4:09:26. It followed by no external power on (B)(6) 2026 at 4:23:35. A pump stop was captured on (B)(6) 2026 at 6:12:22. A few minutes later the system controller stops operating due to the emergency backup battery (ebb) draining and the controller¿s clock reset to the default time stamp of (B)(6) 2000. The amount of time the pump was off was unable to be determined because the controller stopped operating. Once power was restored the pump returned to operating at the set speed followed by the driveline being disconnected ~ 5 minutes later. The last good time stamp in the event file is (B)(6) 2026 at 6:15:58. The file showed the clock was reset on (B)(6) 2026 at 10:28:15.